Event description:
It was reported that consumer received 1 shipper box of bd luer-lok¿ 3ml syringe without a label.

Manufacturer narrative:
H.6. Investigation: two photos were received and visually evaluated. It was observed that both photos showed a box without a product label with no indication of the label being removed. One of the photos displayed a box with the number 154 written in black marker. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Potential root cause for the missing label defect is associated with the manufacturing personnel.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that consumer received 1 shipper box of bd luer-lok¿ 3ml syringe without a label.